Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in two pieces for analysis, measuring 17.5 cm and 50.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Additional findings were seen that were unrelated to the reported event. Visual examination found an external insulation abrasion breaching the optim sheath at 12.4 to 13.4 cm from the connector pin. The silicone insulation beneath the abrasion was intact. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported that the right ventricular lead had a high and out-of-range pacing impedance and a high capture threshold. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition throughout.